Event description:
A man had an epigastric hernia secondary to CABG surgery repaired with the device. Two months post surgery the patient experienced a re-hernia. The hernia was repaired with a synthetic mesh.